Event description:
Co received a customer complaint of overinfusion in which the device infused an unknown volume of 5-fu in three days instead of the expected 7-day infusion duration. It was reported that no pt injury or medical intervention resulted from this incident.